Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2017 with the following findings: during investigation, the basal history appeared to be inaccurate due to manual time/date change. The basal history also showed the user manually changed the basal program from 1.5u/hr at 17:00 to 19:00. The pump was exercised for 24 hours with a 2.0 u/hr basal rate. At the end of testing, the basal history correctly showed a 2.0u and total daily dose showed 48.0 units. There were no hypersensitive or stuck keys observed on the keypad. The original complaint was unable to be duplicated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history settings issue. It was reported that the pump¿s basal history does not match the active basal program. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.